Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. During use of a 6f/7f mynxgrip vascular closure device (vcd), the sealant got dislodged from the device. There was no reported patient injury. The deployer was mynx certified. The mynx vcd was used in a peripheral interventional procedure. The vessel type was arterial. The stick location was the femoral artery. The procedure used a retrograde approach. There was no presence of pvd or calcium in the vicinity of the puncture site. The patient was not hospitalized. The patient recovered after the mynx event. Other additional procedural details were requested but were unknown. Hemostasis was achieved by using manual compression for less than 30 minutes. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the handle. The sealant was covering the proximal balloon bond exposed to blood. The advancer tube was engaged to the tamp lock. The procedural sheath was not returned with the device. The condition of the returned device indicates that sealant might have been exposed as a result of shuttle displacement. Per functional analysis, the balloon of the received device was inflated with water and pressure was maintained. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as shuttle displacement, or not holding the advancer tube in place, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen .failure to hold the advancer tube in place and/or a proper position of the tamping tube not being maintained during the catheter removal, may cause the sealant to be dislodged from the vessel wall. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1918902 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
During use of a 6f-7f mynxgrip vascular closure device (vcd), the sealant got dislodged from the device. Manual compression was done with less than 30 minutes. There was no reported patient injury. The mynx vcd was used in a peripheral intervention. The procedure used a retrograde approach. The deployer was certified in the use of the mynx device. The vessel type was arterial. The stick location was at the femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized. The patient recovered after the mynx event.